Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown mentor saline implant. (B)(4).

Event description:
It was reported via FDA medwatch mw5077491, that a female patient of unknown age underwent an unknown procedure with a mentor smooth round moderate profile saline implant and experienced rashes, systemic yeast, food intolerances, weight gain, fatigue, brain fog, hair loss and other auto immune symptoms. As a result, the patient underwent removal of the implant on (B)(6) 2018. There was no product issue, such as deflation reported. No other information has been made available. This is for the a side implant, see manufacturer report number 1645337-2018-05083 for contralateral prosthesis.